Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 6 (indicating abnormal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings obtained on the adc sensor scan in comparison to unspecified readings obtained on a competitor brand device. As a result, the customer experienced hypoglycemia with symptoms described as panic, fatigue, and "couldn't walk," and was unable to self-treat. The customer called emergency services and upon their arrival, the customer was administered glucogen oral gel for treatment by a hcp. No further treatment was indicated. There was no report of death or permanent injury associated with this event.